Manufacturer narrative:
H6 - type of investigation lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm512.1 implantable collamer lens of -9.50/4.00/092 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2023 the lens was explanted due to excessive vault and the problem resolved.